Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an administration set had the filter attached backwards. No patient involvement reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 03-oct-2022 via email and attached to complaint object: event details updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
Device evaluation: two (2) photos were attached to the complaint created; these photos were provided by the customer. The photos were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Picture one shows two cadd sets with focus on the filters, one of the sets can be observed that has the filter installed backwards with the arrow pointing towards the coil tube. Picture two shows an admin set with the filter installed backward. The reported failure mode (improper assembly) was confirmed from the photos provided. However, no product had been received to conduct a functional test. If the product is returned, the manufacturer will reopen this complaint for further investigation. No root cause can be determined from the pictures submitted and no corrective actions were performed since the root cause cannot be determined from the pictures provided. The failure condition will be monitored and escalated if necessary. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).